Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was reported to be due to non-compliance by the patient; however, this could not be further clarified. The patient was hospitalized on the same day as onset of the peritonitis. It was reported that the peritonitis was manifested by abdominal pain and cloudy pd fluids. Treatment for the peritonitis was not reported. Outcome for the event was unknown. Capd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient was treated with cefazolin (2g/day for 3 days) and gentamycin (80mg/day for 3 days) for the peritonitis. Following discontinuation of gentamycin and cefazolin, the patient was treated with vancomycin (1g/day for 11 days) and amikacin (300mg/day for 11 days) for the event. The patient was then treated with tienam (2g/day for 17 days) and gentamycin (80mg/day for 17 days) for the peritonitis. Upon completion of antibiotic treatment, the patient was discharged from the hospital and reported to have recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient was reported to be a (B)(6) patient. Should additional relevant information become available, a supplemental report will be submitted.